Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 800 pro synchron system leaked fluid into the reagent carousel and liquid was observed under the reagent probe a. The customer stated many quality control (qc) results were not within range. The customer was wearing personal protective equipment consisting of gloves, gown and eye protection while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe a collar wash valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).